Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Tooth 7: "primary mobility observed upon reopening, with no signs of infection, suggesting a lack of primary osseointegration." Tooth 4: "rotation of the implant when tightening the ring, confirming the absence of osseointegration." Tooth 29: "spires exposed, implant not osseointegrated."